Event description:
The customer reported that the 840 ventilator failed to cycle when hooked up to pt. The pt was not harmed or injured as a result of the event. Covidien inspected the device and found an open plug in the pt circuit causing leak and not giving enough resistance to recognize pt. The ventilator was tested and passed all testing.